Event description:
It was reported that the colonovideoscope's maj-1430 would not connect to the scope during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue on the air/water cylinder. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "maj-1430 did not connect to the scope" was due to the missing lock pin on the electrical connector. The most probable cause of this complaint was traced to component failure. Besides, the most probable cause of the complaint "white residue on the air/water cylinder" was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.